Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer was using the operator's guide to troubleshoot the pump syringe. The customer stated that the photograph from dimension exl 200 operator's guide that identifies the part adjustment screw and the motor control board slot for heterogeneous module (hm) wash pump home (cr5c) is incorrect. There was a delay in hcg testing of 20 hours for 1 patient from extended time spent in troubleshooting the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the hm pump motor and screw due to loud growling/grinding noise. The syringe tip on hm pump syringe was replaced. The sample diluent bottle was found to be disconnected from line to pump panel and was reconnected. The cse adjusted the syringe gap to 4 paper thicknesses. Systems check and quality controls (qc) were run and both passed. A siemens headquarters support center (hsc) specialist reviewed the event data and verified the customer's finding. The dimension exl operator's guide points to the wrong part in the photograph after step 14 of the pump replacement procedure. The written instructions are correct, but the picture which shows where the adjustment screw is located points to the lead screw. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A patient sample was tested for human chorionic gonadotropin (hcg) on a dimension exl 200 instrument. There was a 20 hours delay in obtaining the patient's test result. There are no reports of patient intervention or adverse health consequences due to the delay in testing.